Event description:
The manufacturer received information alleging a ventilator a step during testing. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device was recalibrated to address the issue.